Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the ventricular leadless pacemaker had high capture thresholds. An echo was completed and appeared normal. Microdislodgement was suspected due to severe movement going into tether mode during initial implant. The device was retrieved and replaced without patient complication. The patient was stable.

Manufacturer narrative:
Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The reported events of inadequate capture and post-op dislodgement could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with having occurred during procedure. Further analysis was performed, including output verification, and the device exhibited normal device characteristics without any anomalies.